Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. There was leakage found on the balloon, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during the use of an emboguard balloon guide catheter 87, 95cm (bg8795u, 0000144400), the introducer was dropped and not used. A red 72 introducer was used in place of our emboguard introducer. The account indicated that this may have been the reason the balloon did not inflate properly. The procedure was completed using the balloon, but the physician noticed that the balloon was not reacting properly. The balloon inflated in two different pockets; it was like there were two balloons versus one. The device had been prepped per the instructions for use (IFU). Additional information received indicated that it is known if there was a burst, leakage, or other damage to the integrity of the balloon material. There was no damage noted on the packaging. There was no unusual difficulty in removing device from packaging. The surgical access for procedure was the femoral artery. The red introducer was used to peel-away the sheath used. A long dav was used. The initial examination of the returned emboguard device identified flattening of the shaft between approximately 35mm and 55mm from the distal tip, flattening at the tip and markerband, and a proximal balloon bond defect. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured. The returned emboguard device could not be inflated on the initial two attempts of balloon inflation. The balloon was inflated and deflated successfully on the 3rd attempt. A leak was observed at the proximal balloon bond following a 4th inflation. Inflation media flowed from the balloon working area back through the proximal balloon bond and leaked out at the proximal edge of the bond. A minimum ID check of the emboguard device confirmed that there was a restriction in the main lumen of the device at the location of the shaft flattening (55mm from distal tip) as the ball gauge could not be advanced past this point without resistance. The emboguard device was advanced to the right ica in an anatomical model and in this setup a guidewire and dilator could be advanced through the entire bgc main lumen. Attempted recreation on a sample unit showed that the balloon inflated correctly, and with manipulation of the balloon applied, a ¿pimple¿ defect could not be formed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The returned emboguard device shows visible damage (flattening) between 35mm and 55mm from the distal tip, and (flattening) at the tip and markerband. Additional information provided by the sales representative indicates that this damage (flattening) occurred post the complaint event. A defect of the proximal balloon bond was also observed on the returned unit. The emboguard device shows no sign of other damage or deformation as a result of the complaint event. The returned emboguard device did not pass a minimum ID check using a ball gauge, as the flattening present prevented the ball gauge from advancing though the entire bgc main lumen. The returned emboguard device could not be inflated successfully. The complaint report detailed that the balloon did not react properly as the balloon appeared to inflate in two different pockets. Inspection of the returned unit confirmed there was a leak between the balloon working area and the proximal balloon bond. While the ¿pimple¿ defect was not observed on the returned unit, the source of the proximal bond leak following the 4th inflation appears to originate from the balloon working area and flow back through the proximal balloon bond and into site of the raised balloon material (pimple). Use of the red 72 peel away sheath may have had a potential negative impact on the device integrity, however it was not possible to recreate this scenario. The root cause of the complaint event could not be determined. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during the use of an emboguard balloon guide catheter 87, 95cm (bg8795u, 0000144400), the introducer was dropped and not used. A red 72 introducer was used in place of our emboguard introducer. The account indicated that this may have been the reason the balloon did not inflate properly. The procedure was completed using the balloon, but the physician noticed that the balloon was not reacting properly. The balloon inflated in two different pockets; it was like there were two balloons versus one. The device had been prepped per the instructions for use (IFU). Additional information received indicated that it is known if there was a burst, leakage, or other damage to the integrity of the balloon material. There was no damage noted on the packaging. There was no unusual difficulty in removing the device from the packaging. The surgical access for the procedure was the femoral artery. The red introducer was used to peel-away the sheath used. A long dav was used. Based on the analysis of the device received, there was a balloon leakage.